Event description:
A peritoneal dialysis (pd) patient reported being on medication since (B)(6) 2025 for a stomach infection. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing fibrin in the pd catheter (not a fresenius product) which was causing drain complications during pd treatment. The nurse confirmed there were no malfunctions with the cycler. On (B)(6) 2025, the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. A pd culture was obtained which was positive for growth of pasteurella multocida. The nurse stated the patient is being treated with a 21-day course of intra-peritoneal (ip)antibiotics utilizing ceftazidime (dose not provided). Additionally, the patient is using heparin for the reported fibrin, per standing orders. The nurse reported that the patient is recovering from the event and continues pd treatment with the same cycler. The nurse confirmed that the patient did not have any fluid leaks, or any product malfunctions associated with the peritonitis event. The nurse stated pasteurella multocida bacteria is associated with cats and dogs. The nurse stated the patient recently obtained new kittens and attributed the peritonitis to the patient¿s pets.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew the bacteria pasteurella which is associated with normal oropharyngeal flora of domestic pets. Therefore, based on the available information, the patient¿s peritonitis can reasonably be attributed to patient¿s pets in the home. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being on medication since (B)(6) 2025 for a stomach infection. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing fibrin in the pd catheter (not a fresenius product) which was causing drain complications during pd treatment. The nurse confirmed there were no malfunctions with the cycler. On (B)(6) 2025, the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. A pd culture was obtained which was positive for growth of pasteurella multocida. The nurse stated the patient is being treated with a 21-day course of intra-peritoneal (ip)antibiotics utilizing ceftazidime (dose not provided). Additionally, the patient is using heparin for the reported fibrin, per standing orders. The nurse reported that the patient is recovering from the event and continues pd treatment with the same cycler. The nurse confirmed that the patient did not have any fluid leaks, or any product malfunctions associated with the peritonitis event. The nurse stated pasteurella multocida bacteria is associated with cats and dogs. The nurse stated the patient recently obtained new kittens and attributed the peritonitis to the patient¿s pets.